Event description:
Patient also experienced chest pain.

Event description:
It was reported that when patient presented to the hospital after a new device implant procedure with symptoms of chest discomfort, lead perforation of the heart was observed. Lead was explanted and a patch was placed over the heart to seal the place where the lead was. A new lead was implanted and the procedure was successful. The patient was stable prior, during and post procedure and will continue to be monitored.